Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was running in oscillate when in reverse mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The report of the handpiece running in the wrong mode was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, damage to the trigger was found, which can lead to the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was running in oscillate when in reverse mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.